Manufacturer narrative:
The guidewire in complaint was returned to zoll on 05/24/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during patient preparation for intravenous temperature management therapy the customer had difficulties with the guidewire from the quattro catheter kit. The customer reported that a guidewire was inserted in the patient without issue, however when attempting to insert a quattro catheter they were unsuccessful. The customer tried another quattro catheter with the same result. After two failed attempts with the quattro catheter, they attempted to insert a cool line catheter and were successful. However, when the customer went to remove the guidewire, they had difficulties. It is unclear what those difficulties were and if there were any additional issues involving the guidewire and/or the catheters. Additional information has been requested. No patient sequelae was reported. No additional information has been received at the time of this report.

Manufacturer narrative:
Two quattro catheters (s/n unknown) were returned to zoll (B)(4) on 05/24/2016 for evaluation. No evaluation was performed on the devices based on the condition they were returned, therefore root cause for the reported complaint cannot be determined. There was no patient injury or death attributable to this complaint. No additional action required due to this low frequency complaint.